Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white hispanic female underwent a breast augmentation revision with mentor memorygel breast implants 325cc on the left side and 200cc on the right side. The patient experienced bilateral generalized illness post-operational, including symptoms of back and neck pain, hair falling out, hormone problems, and muscle aches. As a result, the patient underwent bilateral device removal on (B)(6) 2018. This report is for the left side.